Event description:
Two nurse aides were transferring resident from wheelcahir to bed with the mechanical lift. Resident was approx 3 1/2 inches from bed. A metal piece broke causing scale to drop onto residents arms. Maintenance identified the broken peice as an adapter for weight, scale number 2016501-adapter for uno, like scale 200.